Event description:
On (B)(6) 2014, the surgeon performed a left side si joint arthrodesis on the patient placing three ifuse implants. Imaging was difficult as the patient was heavy and had a significant amount of bowel gas. After the initial surgery, the patient woke up with new onset sciatica. A CT scan revealed that the top implant had breached the s1 foramen. On (B)(6) 2014, the surgeon performed a revision surgery where he repositioned the top two implants by backing them out a few millimeters. The patient's symptoms completely resolved after the surgery.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, certificates of analysis, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates for ifuse implants added on 01/08/2014: ifuse implant, p/n 7045-90, lot# i0806, manufactured 09/20/13, expires 2018-08; ifuse implant, p/n 7045-90, lot# i0856, manufactured 11/15/13, expires 2018-11; ifuse implant, p/n 7055-90, lot# i0392, manufactured 08/08/13, expires 2018-03.